Event description:
Device malfunction: unable to retrieve the embolic protection device with recovery catheter 1 (rc1). Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left internal/common carotid artery stenting procedure, due to severe tortuosity and heavy calcification, the shapeable tip recovery catheter (rc1) would not advance to recover the filter. The rc1 was removed and the low profile recovery catheter (rc2) was used successfully to recover the filter. There were no adverse pt effects reported. The pt remains hospitalized for pre-existing cardiac problems. Although requested, there is no add'l info available.

Manufacturer narrative:
Study event. Eval summary: the customer reports the device was discarded. The lot number was provided. The accunet 3-in-1 comes with two recovery sys, a shapeable tip design (rc1), and a low-profile flexible tip design (rc2). The shapeable tip design is torqueable and steerable. The low profile design, is more flexible and is designed to deflect into place while advancing. It is the discretion of the user based on his preference and experience to use the recovery sys that is appropriate for the procedure. If the user is unable to advance either one of the recovery catheters, after withdrawal of the first recovery catheter, the alternate recovery catheter should be prepared and used, as listed in the instructions for use. The lot history record was reviewed, and there are no non-conformances associated with this lot number.